Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the lens tore during delivery. There was no patient injury. The lens was replaced with another same model/length lens but the problem was not resolved. See MFR. Report # 2023826-2022-04222 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the lens tore during delivery. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).